Event description:
Additional information was provided that the oversensing also had resulted in inappropriate anti-tachycardia pacing (atp) and pacing inhibition. A revision procedure was later performed. During the procedure a loose header was found. The device was replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out of range rv impedances. Additional information was provided that this device was implanted subpectorally and there was concern of a device header issue. Boston scientific technical services (ts) discussed the subpectoral implant 2009 ((B)(6) 2009), advisory and that the device could be exhibiting a header issue. It was noted that a revision procedure would be performed in the near future. There was also noise and oversensing noted on the rv channel, as well as noise on the shock and atrial channels. Programming changes had been made until the revision procedure could be performed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The rv ring header wire was found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.